Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall was due to the pt having MRI (magnetic resonance imaging). The motor stall was noted after the pt "just got out of the MRI" and the plan was to recheck the pump in 20 minutes for recovery. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).